Manufacturer narrative:
Device evaluation is still pending. When the evaluation becomes complete, a supplemental will be submitted.

Event description:
Edwards received notification that an edwards vale was explanted at implant due to an aortic injury. As reported, a patient with aortic stenosis was put under surgical procedure for an avr with an edwards valve in full sternotomy. Débridement and sizing was done without any issues. The valve was implanted. The seating of the valve was correct. During expansion of the balloon, the snares were placed tightly. Once the valve was completely deployed, the surgeon noted that the valve was not well seated between the non-coronary sinus and the right coronary sinus. A tear was also noted at the annulus near the non-coronary commissural stitch. He elected to remove the valve and replace it with another edwards valve. The patient was discharged home with no adverse events reported.

Manufacturer narrative:
Device evaluated by manufacturer: the clinical observation of valve displacement and seating issues could not be confirmed through visual examination. X-ray demonstrated wireform intact and frame expanded. Suture holes were visible near all three black stitch markings on the sewing ring. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received and product evaluation findings, a manufacturing non-conformance was not identified. The most likely root cause is surgical technique/operational context. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) and training manual have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.